Manufacturer narrative:
(B)(4). Mdu - damage to drive connector. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, it was noted there was damage to the drive connector and a connection could not be made with the handpiece. There were no adverse patient consequences.